Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white foreign material, however, this material could not be further specified/identified. There was no determination of deviation from the instructions for use, therefore, no further cause could be presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device, white foreign material was found clogged in the scope air/water nozzle. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis lucera colonovideoscope, the scope had white foreign material clogged in the scope nozzle due to insufficient or incorrect reprocessing of the scope. It was reported that the intended procedure was a diagnostic enteroscope and the procedure was completed using the same device. There was no report of patient harm or user injury associated with this event.